Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-feb-2021 to 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was logged out due to reverification asked by the station. The technical support specialist confirmed multiple cancelled bio ids by the user and advised on user training regarding the reverification process on anesthesia devices. The system functioned as intended after the technical support specialist accessed the device.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. There was a reported 10 min delay to care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. There was a reported 10 min delay to care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and identified instances of failed biometric scanner activity but no instances during the timeframe the user reported being unable to access the station. The technical support specialist applied knowledge article 000013752 - bio ID intermittent failure, reviewing the scanner's settings and firmware version. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. There was a reported 10 min delay to care. Patient or user harm was not reported.